Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the surgeon was not able to correct the image fusion using the system tools.

Manufacturer narrative:
Technical investigation indicated that the MRI acquisition was performed in sagittal orientation whereas the CT was axial orientation. It may explain software difficulties to perform a correct automatic fusion. It was noted that the IFU is not providing clear recommendations regarding images orientation to allow correct automatic fusion. Corrected data: date of this report, date received by manufacturer, if follow-up, what type, device evaluated by manufacturer, evaluation code, additional narratives/data.